Manufacturer narrative:
12/4/15 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - rongeur returned in used condition, not showing any unusual markings. The returned rongeur showing wears, bent upper rail and bur at tip. Analysis of the instrument determined that the punch was not properly assembled by the end user. Due to insufficient lubrication the instrument is in a dry state and the instrument guides and slides have scuffed. The complaint report is confirmed; poor or improper maintenance of device. Device history evaluation - nonconforming product report / nonconforming material report history: several functional issues. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that this instrument came apart twice during case as the doctor was taking a bite. Top shaft popped off both times. No patient injury. (B)(6) 2015 customer reports no information available, occurred too long ago, re-occurring problem.